Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient said their device never worked since implant. Patient said they had trouble getting their arm to reach implant spot to connect with their programmer but the actual device issue was not specified. Patient and MRI tech experienced poor communication both with and without antenna. Technical services redirected to managing hcp to check device. No symptoms were reported. Additional information was received from the patient. They clarified that "the device never worked" was describing a device malfunction, and was not caused by normal battery depletion. They also clarified that the poor communication was caused by the device location. They are unable to reach with arms. They stated that the issue was not yet resolved, and when asked what would be done to resolve the issue, they responded "possible removed?"